Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure and audio anomaly. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm and able to rewind the insulin pump. The customer reported that the alarmed occurred during self test. The customer was able to run self test and it passed. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.